Event description:
Aspirated 8cc flid from the foley catheter balloon. There was resistance when trying to dc the foley. The physician was called and the catheter was unable to be removed even after physician attempts to manipulate/remove the catheter. He cut the catheter and it still would not remove. The physician inserted mineral oil into the balloon and urine ports, clamping the catheter. A short time later the catheter was unclamped and successfully removed. The pt felt some discomfort and irritation to the urethra.